Event description:
It was reported that pt is suffering minor pain and stiffness. Pt feels that she doesn't have complete motion as she did before. It was reported via sales rep (B)(6) 2013: it was reported that there was mechanically assisted crevice corrosion and secondary adverse local tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck stem mechanism failure.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there haven been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.